Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The cgm reading was low, and the bg reading was high; there were no specific values reported. The patient self-treated with a ¿bolus¿ (no information if it was food or an insulin bolus). Around midnight, the pump was not giving any cgm readings, and the bg reading was over 500 mg/dl. About 07:30 in the morning, the patient started to experience severe chest pain, so she took an aspirin. Her daughter arrived and her friend checked her blood pressure. Around 10 am her daughter called an ambulance. The paramedics took a bg reading but there was no documentation about what the reading was. They treated her with a nitro pill (oral nitroglycerin to prevent chest pain caused by a heart attack). At the hospital, the cgm reading on the pump was just showing a straight and the bg reading was 619 mg/dl. The patient was not certain what medication had been provided to, but she thinks that it could have been insulin. The patient was discharged after staying at the hospital for three days. At the time of the report the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.